Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Regulatory agency reported "left axillary discomfort, intracapsular rupture with extracapsular component," and "excision of silicone nodes." This record relates to the left side. Device has been explanted.

Event description:
Healthcare professional additionally reported via pfn the event of "axillary adenopathies¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.